Manufacturer narrative:
The results of this investigation concluded there was a thin layer of fibrin on the inflow and outflow surface of all three cusps. No acute inflammation or significant calcifications were observed and gram stains were negative for organisms. No evidence was found to suggest the cause of the fibrin was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, an aortic valve replacement was performed and this 25mm epic valve was implanted using pledgets and non-everting mattress sutures. The sewing cuff was positioned supra-annularly. On an unknown date, the patient presented to the hospital with fever and symptoms consistent with cardiac insufficiency and an echo revealed paravalvular leakage. On 01 march 2016, the valve was explanted and a 27mm non-sjm valve was implanted. Ex vivo, the patient's annular tissue was observed to appear peeled off and there was annular dehiscence at an anastomotic region. No infection or damage was observed on the explanted valve itself. The patient was stable.